Manufacturer narrative:
(B)(4).

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and non boston scientific right ventricular (rv) lead exhibited pace impedance measurements of greater than 3000 ohms. A revision procedure was performed in which a loose connection was observed. After the revision was completed the pace impedance measurements were stable. The device remains in service. No additional adverse patient effects were reported.